Event description:
It was reported that tip detachment occurred. Procedure summary a 14f isleeve introducer sheath was used to successfully complete a transcatheter aortic valve replacement (tavr) procedure. Procedure. During the removal of the 14f isleeve introducer sheath, the physician noted that the radio-opaque marker band of the 14f isleeve introducer sheath had become detached from the sheath. The radio-opaque marker band remained inside the patient's femoral artery. The physician placed a non-bsc endovascular stent graft to stabilize the marker band. Patient status: no patient consequences were reported.